Event description:
Treatment of an ica stenosis with a wingspan stent (manufactured by boston scientific). It was reported left ica to mca stent placement was complicated by contrast extravasation within a distal cerebral artery branch; this likely related to the guidewire (x-celebrator 10) placement or vessel traction. Post procedure, the patient was reported to have intracranial hemorrhage and expired two days later.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation.